Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy and bso due to prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 due to vaginal mesh exposure. It was reported that patient underwent mesh removal on (B)(6) 2011 due to vaginal mesh exposure, bleeding, pain, urinary and bowel dysfunction. It was reported that patient underwent mesh removal on (B)(6) 2012 due to residual vaginal mesh exposure. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.